Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that thirty ophthalmic knives were found to be dull. Patient and procedure details were not reported. No patient harm was not reported.

Manufacturer narrative:
Based on the information received following the submission of the initial report, the reported events were pertaining to the 2.2 mm ophthalmic knife, not the unspecified ophthalmic knife as originally stated. Hence, all the information will be submitted under the mfg report num: 2523835-2024-02052 and no further reports be submitted under the mfg report num: 3003398873-2024-00079. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.